Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced diminished r waves and t waves, possibly due to the device being in a suboptimal position and / or the electrodes not picking up the cardiac signal correctly. The icm remains in use. No patient complications have been reported as a result of this event.